Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected in both cheeks with one syringe of juvéderm vollure¿ xc. ¿at first the results were ok, I was happy, then I had a delayed reaction 2 months later with a huge mass on my left cheek bone. It¿s very red and tender to touch. Now it¿s turning blue with a big indentation in my cheek.¿ the patient is being treated with an antibiotic and maybe a medication for an allergic reaction. The patient was injected a couple years ago with juvéderm voluma® xc and had the same reaction as noted above and has had previous restylane injections with no reactions. No other information was provided. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00130 (allergan complaint #(B)(4)). This is the first MDR submitted for the second suspect product, juvéderm voluma® xc.